Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2019, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2012 by dr. (B)(6). The patient had a scheduled retrieval procedure on an unknown date by dr. (B)(6); the filter was not able to be retrieved. The complaint alleges that the filter was tilted and embedded and there was perforation. The complaint specifically alleges ¿filter apex has penetrated through the caval wall and is adjacent to the duodenum, as well as the filter legs penetrating through the caval wall.¿ argon¿s attorneys are attempting to gather additional information.